Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The reported issue was discovered during dwell 1 of 4. No warnings were received. The source of the leak could not be identified. It was confirmed that fluid was not discovered in the pump module area nor on the external of the cycler set cassette. No adverse event, serious injury, or required medical intervention was reported. The patient was assisted with canceling and re-setting up treatment with new supplies. The patient began treatment with drain 0 and drained 2000 ml before proceeding to fill 1 where treatment continued.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The reported issue was discovered during dwell 1 of 4. No warnings were received. The source of the leak could not be identified. It was confirmed that fluid was not discovered in the pump module area nor on the external of the cycler set cassette. No adverse event, serious injury, or required medical intervention was reported. The patient was assisted with canceling and re-setting up treatment with new supplies. The patient began treatment with drain 0 and drained 2000 ml before proceeding to fill 1 where treatment continued.